Manufacturer narrative:
Occupation is patient/consumer. The product was requested for investigation. The product is not expected to be returned. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." For the results provided on (B)(6) 2022, the patient's fingers were disinfected but were not dried when the sample for the meter result was obtained. Under the section "performing the test", product labeling states: "wash your hands with warm, soapy water. Dry completely."

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The meter result was 3.5 inr and the laboratory result was 2.6 inr on the same day. The elapsed time between the results was requested, but not provided. On (B)(6) 2022 another measurement comparison was provided. It is unknown on what date the results occurred. The meter result was 3.1 inr in the morning. Two hours after the meter result, the laboratory result was 2.3 inr. The patient's therapeutic range was requested, but not provided.